Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the ventricular assist device (vad) driveline had breaks approximately four inches distal to the end of a previous repair. The previous sheath repair was removed and a new sheath repair applied to cover the new breaks on the outer sheath of the driveline. The repair was done in an outpatient setting and the pump was not stopped during the repair. The patient was released and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Driveline cable hw4101 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the quality engineer revealed multiple new cracks in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Heartware has initiated an internal investigation to address driveline sheath damages. Based on the investigation, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.